Manufacturer narrative:
Implant date reported as (B)(6) 2011. Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.

Event description:
Pt implanted with unk synthes cervical construct in (B)(6) 2011. Reportedly, pt lifted luggage at an airport in (B)(6) 2012 or either turned her head and felt a pop in the back of the neck and returned to surgeon on (B)(6) 2012. Examination by the surgeon showed a loss of fixation of the posterior cervical hardware. The hardware had been fractured and the hardware had pulled out of all the screws from the bone. Surgeon believes the posterior tension band of pt's bone quality is poor. Pt also had a previous anterior stabilization and experienced a break down of the soft tissue. Pt was returned to operating room on (B)(6) 2012 for revision. Surgeon removed of a portion of the rod and 4 screws. The rod was cut directly above the crosslinking device. The fusion appeared to be consolidating from the subaxial cervical spine of c5 down to the thoracic spine and surgeon opted not to re-instrument. Screws and a cervical spine locking plate which remained implanted have stabilized the neck. Both foramina were thoroughly decompressed, no spinal fluid leak, no nerve root injury and no evidence of infection at this time. This is the 1st of 6 reports submitted on this event.